Manufacturer narrative:
No product was returned for investigation. The cause of the bleeding is determined to be use issue because the peel away introducer was left in place and not removed per the instructions for use. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced runs of ventricular tachycardia. Later, the patient was successfully weaned from the pump and survived.